Event description:
Same case as MDR ID #: 2184052-2014-00023. It was reported that post-operative screw breakage occurred. The pt reports that he underwent an anterior cervical disc fusion surgery at levels c4-c7 in (B)(6) 2013 using trinica instrumentation. An x-ray taken in (B)(6) 2013 identified two broken screws. The pt reports that he participated in military training exercises in (B)(6)l 2013 and stated "I abused myself" before fusion occurred. The pt has no symptoms and no revision surgery is planned.

Manufacturer narrative:
At the time of this report no additional info was available. A supplemental report will be submitted with any relevant info that is received.